Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. Once mitraclip was implanted. The mr was unchanged. At the end of the procedure, a pericardial effusion was noted and monitored in the operating room for a few minutes. Pericardiocentesis was performed and tolerated successfully. The patient stayed in ICU overnight and was stable. Per the physician, the cause of the pericardial effusion is unknown. The physician does not believe the mitraclip devices caused the event, but this cannot be confirmed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed and per the physician, the cause of the pericardial effusion is unknown. Pericardial effusion is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One mitraclip was implanted and the mr was unchanged. The steerable guide catheter (sgc) and clip delivery system (cds) were removed. At the end of the procedure, a pericardial effusion was noted and monitored in the operating room for a few minutes. Pericardiocentesis was performed and tolerated successfully. The patient stayed in ICU overnight and was stable. Per the physician, the cause of the pericardial effusion is unknown. The physician does not believe the mitraclip devices caused the event, but this cannot be confirmed.